Manufacturer narrative:
During preventative maintenance, the autopulse platform ((B)(6)) passed the preliminary functional test without any faults or errors; however, the load cell characterization test indicated that load cell #2 was defective and needed to be replaced to address the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During preventative maintenance of the autopulse platform ((B)(6)) at zoll service depot, the load cell characterization test indicated that load cell #2 was defective. No patient involvement.